Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that about 4 days after received implant on 2024-01-25 noticed return of symptoms. Patient said has oab (overactive bladder) and constantly urinating, about 2-3 times within an hour to hour and a half. Patient stated they do not feel like they're completely emptying their bladder. Patient also asked if the cold weather affects bladder symptoms. Patient said that since received implant has had difficulty connecting to implant and ask for assistance. Patient then said that feels pressure in their rear end of body when increased the setting. Agent did not ask about the circumstances that led to the reported issue. Reviewed general use and navigation basics with the patient. After repositioning several times patient was able to connect to implant. Reviewed therapy information and general programming guidance. Patient said that will make an adjustment themselves later on. Patient will maintain stimulation level and will continue to track symptoms. When asked patient said has follow up appointment on (B)(6) 2024. Patient was redirected to discuss medical questions with managing physician.